Manufacturer narrative:
(B)(4).

Event description:
It was reported a kinked spring wire guide was returned to the lab along with other samples from this customer. The hospital contact has not information on any event that occurred. No additional information will be provided.